Event description:
Staff noted that there is no filter needle included in this kit, although the medication included in the kit is in an ampule. All lots from this product are affected--this is not a case of a filter needle missing from one kit: it is not included in the kit at all. All clinical references indicate that a medication drawn from an ampule should be drawn up with a filter needle. When interviewing nursing staff and physicians who use this kit routinely, all indicated that "everything needed is in the kit." It is not their practice to pull a sterile filter needle or use one when using the kit, although all said that if they were drawing up from an ampule, a filter needle should be used. Members of the healthcare team recommend the manufacturer consider one of the following:1. Change the medication in the kit from an ampule to a multi-dose vial.2. Include a filter needle in the kit as a standard piece of equipment if a multi-dose vial is not an option.3. Reference current literature and/or research findings regarding drawing up medications from an ampule without a filter needle.this product is used in picu and nicu. There is one ampule of 1% lidocaine in this kit.a copy of this report has been faxed to the manufacturer.